Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited high thresholds and decreased r waves. After output was increased intermittent non capture was noted. X-ray showed the device had dislodged. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.